Manufacturer narrative:
Data analysis: console logs from the reported day of event were analyzed and showed multiple alarms presenting, that would be associated with audio signals. However, the data does not allow us to infer whether the alarms were audible. Therefore, aic logs are not relevant. Device analysis: inspection of the console performed at danvers revealed that the speaker cable was not plugged into the 4-in-1 carrier, explaining lack of audio alarms. Repair: reinstall speaker cable ((B)(6)), and perform functional check of the console.

Event description:
Unspecified patient: the complainant reported that there were no audible alarms on console. There was no harm to the patient as a result of this incident.